Event description:
Caller reported that the insulin gauge on their pump displayed an amount different from what was expected, experiencing an ongoing issue with fill estimates. There was no adverse impact to the customer's blood glucose level. Customer successfully followed guidance to replace the cartridge and was walked through filling and loading a new one, but the issue persisted. Technical support escalated the issue for further assistance and approved a pump replacement due to the recurring problem. Customer was instructed on how to use the replacement pump and return the defective one while continuing to use the current pump to ensure uninterrupted insulin delivery. A replacement pump was sent with instructions, and the customer was advised on transferring settings and connecting their continuous glucose monitor.